Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. It could be detected an infusion therapy which was performed with an infusion line (type: space line neutrapur), a flow rate of 2,5ml/h and a vtbi of 70ml. The infusion started at 11:24pm at 2020-03-16. On 2020-03-17 at 01:55pm the vtbi and the flow rate was changed to I 463,6 ml. Furthermore the flow rate was changed to 2,3 ml/h at 11.23pm. The infusion has been interrupted by an upstream alarm at 02:00pm on the next day. The upstream alarm was confirmed by user and infusion started again and until the end of the infusion the rate was changed two times. The line was removed and in this time a volume of 147ml was infused. No abnormities could be detected. The complaint could be not confirmed. No abnormalities during the investigation of the device history could be comprehended. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "the infusion dripped prematurely". Customer information: the incident was realized 19.3.20 at 15:30h, setting of the pump was correct. The infusion was not dropping paravenously. The customer wrote: "the infusion ended sooner in child. Weight of the bag before connection to set 100 g. Weight of the empty bag 25 g. Bag content 82.3 ml (it should last at speed for cca 30 hours, 20 ml is filled in set)